Manufacturer narrative:
Physio-control further evaluated the device and observed that the speaker had no voice output. It was determined that the cause of the reported failure was due to the speaker tinsel wire to the lug having an intermittently open solder connection which caused the speaker not to function. The solder ball to the lug did not bond to the lug.the customer authorized physio-control to discard the device.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. The device did not give any voice prompts. It was observed that the device could still charge and shock defibrillation energy. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer reported to physio-control that no voice prompts could be heard when the lid of their device was opened and the device was turned on. The device's readiness indicator showed ok. There was no patient use associated with the reported event.